Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
This is being filed to report single leaflet device attachment/slda, medical intervention it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. It was noted restricted leaflets. Enlarged left atrium and left ventricle. The first xtr clip was successfully deployed. A second xtr clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However, the clip detached from the posterior leaflet, but remained attached to the anterior leaflet. A third xtr clip was deployed to stabilize the slda. Two ntr clips were deployed to further reduce mr. Five clips were implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and lot number was not reported. Based on the information provided, a definitive cause for the reported single leaflet device attachment (slda) could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.